Event description:
Mr (B)(6) reported to (B)(6), that "during an arthrodesis (t10-l3), one of the mantis blade got detached from the device during the introduction of the screw." Mr (B)(6) also reported that one part (to hold the blades) was broken. No delay and no adverse consequences were reported.

Manufacturer narrative:
Complaint history analysis, mfg record review, visual inspection and risk assessment. Results: complaint history analysis. Eight total complaints relating to broken tulips during surgery. Previous complaints were metallurgically analyzed and no issues were found. The previous complaints were found to be the result of high stress applied to the screw or incorrect tool positioning. Mfg record review. No deviations were noted. Visual inspection. One tab confirmed broken. Broken tab was not returned. Risk assessment. X-rays confirmed that all metal fragments were removed from the pt and the surgery was completed successfully with no adverse consequences reported. Conclusion: this screw complied with appearance and dimensional specifications prior to release and there is no indication from previous investigations that this type of failure is related to metallurgical defects. This screw design has been tested and shown to be able to withstand more than the maximum force the rod insertion instrument can apply to it when used correctly. Hence the most probable cause of fracture is high stress applied to the screw from poor positioning of the persuader (rod insertion instrument) during surgery.